Manufacturer narrative:
The device was not returned for analysis. All available information was investigated, and a definitive cause for leak could not be determined in this complaint. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip was implanted. Investigation not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report air noted in the delivery catheter handle during the procedure. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade 3+. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed. During deployment, there was some air noted in the back of the cds handle. There was no air observed by echocardiogram in the patient¿s heart. The air was just in the back corner of the handle. Drips were increased to flush the air out and burped the caps on the handle. The clip was deployed successfully. There was no adverse patient effect because of the air bubble in the handle. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.